Event description:
It was reported by a distributor in japan: while they were operating, they opened a package and tried to put the product on the c-arm, something dropped. It was a part similar to one of the product parts. They initially thought it was the part came off the product they removed from the package and checked the product immediately. However, they found that nothing was missing from the product. The product was in perfect condition. They think an extra part got into the package with the product.

Manufacturer narrative:
H3: the complaint product will not be returned. Therefore, this report is based solely on customer provided information. Historical complaint data review identified 2 other similar complaints for debris/dirt/ foreign material anywhere on product or packaging for this product family in the last 2 years. Based on sales data, this failure mode has a complaint rate of 0.003% during this time. The manufacturing process was reviewed and identified the most probable root cause to be related to human error during manufacturing or line clearance issue. Retraining was performed with the operators to prevent recurrence. This failure mode has a very low complaint rate, therefore no further corrective or preventative actions are necessary at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file: 2024-00702 h3 other text : product not returned